Event description:
Pt presented with approx 30 degree angle in a proximal aortic neck; original implant of a bifurcated device and a proximal cuff in 2007. After placement of the cuff, it was noted that the cuff may have slightly slipped, however, a completion angiogram showed no evidence of a proximal type I endoleak. On approx two months later, pt presented at the emergency room with a rupture. The bifurcated device and proximal cuff were explanted, and a surgical graft was sewn in. The pt tolerated the procedure well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Related to operational context (possible cuff slip during original implant procedure).